Manufacturer narrative:
Initial reporter address: (B)(6). 2nd and 3rd floors. During inspection and testing, service found the inside of the light guide lens was dirty. In addition, there was a scratch on the charge-coupled device lens that resulted in the screen being partly dark, the distal end cover was polluted due to insufficient cleaning, the charge-coupled device lens was broken due to handling, the light guide lens was broken due to handling, the connecting tube was crumpled due to handling, the universal cord was crumpled due to handling, and there was corrosion at the electrical connector due to leakage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus employee reported that, at receiving inspection, a gap was noted in the adhesive on the nozzle. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the inside of the light guide lens was dirty. This report is being submitted for the malfunction found during evaluation (foreign material). There was no patient involvement as this occurred during inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, although a conclusive root cause could not be determined, it is likely that a gap was created in the adhesive part of the light guide lens due to physical stress, etc., and dirt entered. The event can be detected/prevented by following the instructions for use (IFU) which state: preparation and inspection_ inspection of the endoscope - inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The device's instruction manual provides the following warnings which may help to prevent the issue: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.